Event description:
It was reported that the lead was opened but not implanted as it was sticky inside the lumen. It was also reported that the device was changed by the physician due to lead dislodgement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found. (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that there was blood/body fluid on all conductors.